Event description:
During shift check, the autopulse platform (sn# (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn#(B)(4)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during the functional testing. The root cause for the reported complaint was due to a defective processor board as a result of normal wear and tear. The autopulse platform was manufactured in jan 2008 and is 14 years old, past the expected service life of five years. Upon visual inspection, no physical damage was observed on the autopulse platform. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" message displayed upon powering on, thus confirming the reported complaint. The root cause for the reported complaint was due to a defective processor board as a result of normal wear and tear. The archive data could not be downloaded due to the infrared communication function is broken. The service could not be performed due to the non-availability of the replacement part. Last autopulse 1.1 was manufactured in 2009. As of (B)(6) 2016, zoll announced the end of life for the autopulse 1.1. Many important components used in ap1. 1 are no longer available further restricting our ability to service. The customer was informed about the non-availability of the parts. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use" or will be scrapped. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).